Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead was oversensing noise that triggered inappropriate mode switches. Programming changes were performed. The patient was in stable condition throughout.